Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and failure to sense. It was also noted that the helix was found not extended in the tip of this lead, and it was located in the inferior vena cava (ivc). The patient was reported to be symptomatic and experience pacemaker syndrome. A revision procedure was performed, and this lead was successfully repositioned. No additional adverse patient effects reported.